Event description:
It was observed that during the device evaluation, the suction pump contained residue in the hoses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus regional repair center for inspection. During the inspection it was uncovered that there was residue in the hoses. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.